Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation cut in two pieces. Visual inspection showed scare amount of viscoelastic and scratches on the optic zone compatible with an explanted iol. Haptics and hinges were found in acceptable conditions. Manufacturing records reviews: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that this was the only complaint received for this production order. The records show the lens passed all the optical measurement. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. As a result of the investigation the complaint cannot be verified and there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a reported incorrect power, a 3 diopter difference. Visual acuity post operative was +2.5d (diopter), change to +13d. No further information was provided.